Event description:
It was reported that stent dislodgement occurred. The patient underwent angioplasty procedure. A 20 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, the stent disengaged from the shaft while passing through the y-adaptor. There were no patient complications. No further event details were provided.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.